Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tsw35 would not fire. The surgeon reports he met resistance and did not force it. Afterwards, the surgeon examined the cartridge and it appeared to have fired approximately 1/3 of the way. There was no consequence to the pt.